Manufacturer narrative:
No product was received for investigation. Therefore, we are unable to confirm the reported complaint. If the product is returned, we will reopen this complaint for further investigation. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
E. Initial reporter name is confidential and unknown; no information has been provided to date. H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during an elective surgery, material checked, when the endotracheal tube was passed with a balloon in the north of the nose, a hole was noticed, requiring replacement. It was unknown if there was any injury or adverse event.